Event description:
On june 30, 2024, senseonics was made aware of an event where the hcp could not remove the user's sensor on the first attempt. According to the case details, the sensor was inserted sideways, and after spending 45 minutes on the attempt, the removal was unsuccessful.

Manufacturer narrative:
It was reported that the user had to go to a general surgeon to have the sensor removed. The incision was closed with steri-strips. No additional information could be gathered due to the lack of information from the user.